Event description:
It was reported that an ilet displayed persistent ¿restart ilet¿ alerts that recurred after multiple restarts, with a known prior insulin leak inside the pump and an insulin odor, and a replacement was arranged; the user maintained glycemic control using backup therapy. Symptoms included no adverse clinical effects. Outcomes included no change in blood glucose control, no medical intervention, and no hospitalization. Investigation included collection of event details and arrangement for device return and data review, although data sync could not be completed. Investigation of this case revealed a suspected fluid intrusion and internal leakage affecting the pump assembly, consistent with a device component failure leading to recurring malfunction alerts. It was concluded, based on previously established findings for similar reports, that fluid damage due to insulin leakage was the probable cause. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.